Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported after six minutes of onyx injection through the apollo catheter with approximately 1.7 cm of onyx reflux, it was not possible to retract the catheter and the catheter was left in the patient. No patient injury reported.